Event description:
The facility representative contacted baxter to report a colleague infusion pump with failure code 808:02. The event occurred during biomedical testing. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter, it was discovered that failure code 808:02 occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will be investigated through CAPA (corrective and preventive action) investigation (B)(4).